Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the fourth distal row. The row is damaged and the stent struts are lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed slight signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 3.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the mounted stent was damaged. The procedure was not completed due to unavailability of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 3.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the mounted stent was damaged. The procedure was not completed due to unavailability of the same device. No patient complications were reported.